Manufacturer narrative:
The subject unit and blade were inspected and no liquid or oily substance was observed on the external surfaces. This device design does not contain oil or fluids of any kind that can leak out. The internal workings of the device are sealed from debris and fluids by a jaw seal. Upon disassembly, there was no evidence of any fluids or debris entering the device and the minimal grease applied to the gear train was clean and adhered to the gears as would be expected from the manufacturing process. Based on the physical evidence, it can be concluded that the black oily fluid originated from an external source.

Event description:
It was reported the dyonics power sagittal saw leaked oil from the head of the saw down onto the blade and into the surgical site.